Event description:
This spontaneous case was reported by a consumer via lay press and describes the occurrence of device dislocation ("metal particles wandering around in her private parts from then on"), device expulsion ("one implant had migrated into uterus") and device breakage ("other implant broke into several pieces by pulling on it") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (last birth in 2006) and c-section (three c-section deliveries and one occlusion (nos)). In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pain ("everything was in pain, unbearable pain, kept getting worse"), general physical health deterioration ("deteriorated state of health"), menorrhagia ("haemorrhagic menstrual periods"), migraine ("violent migraines"), arthropathy ("joint disorder"), muscle disorder ("muscle disorder"), nervous system disorder ("neurological disorder"), fatigue ("major fatigue"), dizziness ("dizzy spells"), constipation ("constipation"), insomnia ("sleep loss"), ear disorder ("ent problems"), nasal disorder ("ent problems"), throat irritation ("ent problems"), palpitations ("heart palpitations") and depression ("for lack of a better answer, she was diagnosed with depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("other implant broke into several pieces by pulling on it"), device difficult to use ("on three occasions, a gynecologist tried to remove them") and stress ("the problems in the end distance you, isolate you from others, it starts to become humiliationg, hurtful, a nightmare, hearing "something was not right in my head", "you are paranoid""). The patient was treated with analgesics, surgery (ablation of uterus and uterine tubes scheduled for end of (B)(6) 2017), surgery (gynecologist tried to remove essure) and surgery (gynecologist tried to remove essure on three occasions). At the time of the report, the device dislocation had not resolved and the device expulsion, device breakage, complication of device removal, device difficult to use, pain, general physical health deterioration, menorrhagia, migraine, arthropathy, muscle disorder, nervous system disorder, fatigue, dizziness, constipation, insomnia, ear disorder, nasal disorder, throat irritation, palpitations, depression and stress outcome was unknown. The reporter considered arthropathy, complication of device removal, constipation, device breakage, device difficult to use, device dislocation, device expulsion, dizziness, ear disorder, fatigue, general physical health deterioration, insomnia, menorrhagia, migraine, muscle disorder, nasal disorder, nervous system disorder, pain, palpitations, stress and throat irritation to be related to essure (ess205). The reporter provided no causality assessment for depression with essure (ess205). The reporter commented: it was ten years of unbearable pain. Diagnostic results: back x-rays, CT-scans, coloscopies, blood tests: fault of fragile intestines diagnosed by doctors. Further company follow-up with the consumer or other is not possible. Company causality comment : this case was received by a (B)(6) year-old female consumer via lay press who had essure (fallopian tube occlusion insert) inserted in 2007. It was reported that one implant had migrated into uterus (seen as partial expulsion of device) and other implant broke into several pieces by pulling on it (seen as device breakage). Metal particles wandering around in her private parts from then on (seen as device dislocation). Gynecologist tried to remove essure on three occasions. An ablation of uterus and uterine tubes was scheduled for end of (B)(6) 2017. All these events are regarded as anticipated according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular, the exact date and mechanism of the events are not known. However, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. Further information cannot be obtained. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("metal particles wandering around in her private parts from then on"), device expulsion ("one implant had migrated into uterus") and device breakage ("other implant broke into several pieces by pulling on it") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 (last birth in 2006) and multiple cesarean sections (three c-section deliveries and one occlusion (nos)). In 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced pain ("everything was in pain, unbearable pain, kept getting worse"), general physical health deterioration ("deteriorated state of health"), menorrhagia ("haemorrhagic menstrual periods"), migraine ("violent migraines"), arthropathy ("joint disorder"), muscle disorder ("muscle disorder"), nervous system disorder ("neurological disorder"), fatigue ("major fatigue"), dizziness ("dizzy spells"), constipation ("constipation"), insomnia ("sleep loss"), ear disorder ("ent problems"), nasal disorder ("ent problems"), throat irritation ("ent problems"), palpitations ("heart palpitations") and depression ("for lack of a better answer, she was diagnosed with depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("other implant broke into several pieces by pulling on it"), device difficult to use ("on three occasions, a gynecologist tried to remove them") and stress ("the problems in the end distance you, isolate you from others, it starts to become humiliating, hurtful, a nightmare, hearing "something was not right in my head", "you are paranoid""). The patient was treated with analgesics, surgery (ablation of uterus and uterine tubes scheduled for end of (B)(6) 2017), surgery (gynecologist tried to remove essure) and surgery (gynecologist tried to remove essure on three occasions). At the time of the report, the device dislocation had not resolved and the device expulsion, device breakage, complication of device removal, device difficult to use, pain, general physical health deterioration, menorrhagia, migraine, arthropathy, muscle disorder, nervous system disorder, fatigue, dizziness, constipation, insomnia, ear disorder, nasal disorder, throat irritation, palpitations, depression and stress outcome was unknown. The reporter considered arthropathy, complication of device removal, constipation, device breakage, device difficult to use, device dislocation, device expulsion, dizziness, ear disorder, fatigue, general physical health deterioration, insomnia, menorrhagia, migraine, muscle disorder, nasal disorder, nervous system disorder, pain, palpitations, stress and throat irritation to be related to essure (ess205). The reporter provided no causality assessment for depression with essure (ess205). The reporter commented: it was ten years of unbearable pain. Diagnostic results: back x-rays, CT-scans, coloscopies, blood tests: fault of fragile intestines diagnosed by doctors. Further company follow-up with the consumer or other is not possible. Most recent follow-up information incorporated above includes: on 30-may-2017: it was confirmed by the health authority that this case is a duplicate of case (B)(4) with MFR number 2951250-2017-01503. All information from this case was transferred to the remaining case and this case will be deleted from bayer database.